Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately delivered shock therapies to the patient. It was noted that the patient has atrial fibrillation (af) with rapid ventricular response (rvr). The detection criteria of the ICD were reprogrammed. The ICD remains in use. No patient complications have been reported as a result of this event.